Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in (B)(6). The history log files were read out and analyzed. It could be detect that the flow rate was changed during the infusion therapy by user. Futhermore the error "too many drops" could be found too, but the reason of this error could not be clarified. During the visual investigation it was possible to detect that all cover caps on the screw pillars and the seal on the lower housing were missing. Furthermore device shows age related signs of wear and tear, but no visibale damages ob the housing parts could be found. A functional test was performed. The self test was succesfully finished. An infusomat space line could be inserted and was recognized by the pump. After the line selection the delivery mode could be started without any reservations. After the functional test a delivery accuracy measurement according to iec 60601-2-24 was arranged. For this the delivery accuracy measurement the pressure cut-off and the pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). The drop sensor was sent back too. A specific investigation of the drop sensor according the technical safety check was performed. No malfunction could be recognized. For an investigation of the inside, the device was disassembled. It was possible to found residues of liquid on the lower parts and the emc protection shield. No other damages could be found. The complaint could not be confirmed. During a flow measurement no flow deviation could be detected. The device works within our specification. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in (B)(4): "too fast, over infusion". Customer information: the infusion pump started alarm an "too many drops" alarm. Infusion pump rate had been set 3 ml/h and pump infused the drug solution at full rate. However infusion rate had not been changed.